Event description:
Allegedly, the patient's leg gave way which may have resulted in or was caused by a neck fracture.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).